Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The event of cyst has been deemed not related to the device. The event ¿fibrous and sclerotic connective tissue capsule with foci of granulation tissue resembling foreign body¿ is insufficient information and the event of granuloma is no longer applicable to this record. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported left side granulation tissue. Patient additionally reported cyst not related to the device. The device has been explanted and replaced.